Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2016-01067, #1627487-2016-01068. The patient received 2 anchors from the same lot number. It was reported the patient developed a seroma that is draining. The physician explanted the scs devices.